Event description:
Pt had removal of both silicone gel breast implants due to rupture of right implant. No info available on type of implant removed except that they were double lumen and had identifying numbers of 320/365 on them. The right implant was slightly collapsed, the outer envelope was deflated and weighed 330 gms. The left implant appeared to be intact, though slightly collapsed, the fluid had a red tinge to it and it weighed 390 gms. Mcghan saline contour profile implants were used as replacements and filled to 410 cc.